Manufacturer narrative:
Result: potentiometer. Conclusion: parts have been ordered for repair.

Event description:
It was reported by service report that the siderail is bent, the scale is out of calibration, and the foot end is stuck in an elevated position. No pt involvement or adverse consequences are reported.